Event description:
The physician used a 2.25 x 12mm resolute integrity rx drug eluting stent in a tortuous lesion. No issues were noted to the packaging and no physical anomalies were noted. Normal prep and procedural protocols were followed. It is reported that the stent came off the balloon in the patient's artery. It was noted the stent left the balloon without being deployed. The device remains implanted in the patient. The patient underwent lima CABG procedure in lieu of this procedure. Patient is currently doing well. The physician remarked that this event sped up the requirement of the lima CABG procedure but that the procedure was required regardless.